Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The air reamer/drill device was evaluated and the reported condition that the drill device locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer/drill device had insufficient/low power. It was further determined that the device failed pretest for check power with test stand. It was noted in the service order that the drill was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.